Event description:
On (B)(6) 2010, patient reported having elevated blood glucose as high as 500 mg/dl over the past month. Patient stated, she noticed about 10 days ago, the infusion device was not programming a quick bolus when the down button was pressed. Patient reported, she feels the button not responding could have contributed to her elevated blood glucose due to not counting her bolus confirmations. Patient reported, she switched to injection therapy for boluses and her blood glucose regulated to normal range around 100 mg/dl. Patient stated, the button does not remain flat when pressed. Patient reported, the issue began a month ago. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.